Manufacturer narrative:
1. The user facility stated that the breakage occurred when the surgeon was completing a running stitch. The user facility was unable to provide any further info regarding relevant events prior to or subsequent to the actual incident. 2. The samples involved in the event were discarded by the user facility; however, twenty five sealed samples were returned for evaluation at co facility. The samples were tested for tensile strength values and were found to meet and/or exceed the usp average minimum and co internal quality standard average minimum (whcih exceeds the usp standard). 3. An evaluation of the incident was not provided by the user facility or any healthcare professional involved with these events. 4. Event frequency and severity are unk. 5. Co could not determined if the event was attributable to the device as the actual suture used during the event was unavailable for evaluation and no discrepancies were found in the sealed rep samples tested at co's facility.

Event description:
During a carotid procedure. The suture broke. The surgeon applied another product. The hospital reported that no patient injury had occurred.